Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device was cutting uneven grafts and thick cuts past the skin going into the layers of fat. The device was jumping around when taking the graft. There was patient impact but further details are unknown and it is unknown if there was delay in the procedure. Due diligence is in process and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy but within specifications, the control bar was loose, the control bar, ball plunger, dowel pins, and spring pins were out of position, there was an air leak at the neckpiece, and various components were damaged. The motor, sleeve, swivel, planetary gear, ball plunger, lever, pins, screws, seals, rings, and bearings were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported event was confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.